Manufacturer narrative:
The sheath was discarded and was therefore not returned to edwards for evaluation. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the femoral artery perforation was caused by procedural factors (expansion of the esheath) and patient factors (patient was on prednisone for 12 months). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure in the aortic position, following removal of the 14fr esheath, a significant bleed was noticed. A third perclose was put in place, however this did not resolve the bleed. Under fluoro a perforation causing the significant bleed was visible. A covered stent was put into place. The patient was moved to the unit in stable condition. Additional information pertaining to patient¿s vessel was requested, however, the information was not forthcoming. The vessel was accessed percutaneously. The introducer was fully inserted into the sheath during device preparation. There were no abnormalities detected during the inspection of the esheath prior to use. There were no difficulties experienced during the insertion of the esheath. It was noted ¿the insertion was very smooth¿. Aside from the bleeding at the insertion site, there were no abnormalities detected during the removal of the device. It is perceived, that the bleed was caused by a combination of the patient being on prednisone for 12 months and the expansion of the esheath, resulting in a perforation in the friable artery.